Event description:
A hospital in the (B)(6) reported that a (B)(4) neopuff infant resuscitator had a broken gas outlet. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned (B)(4) neopuff infant resuscitator was visually inspected for damage. Results: visual inspection revealed that the gas outlet port, maximum pressure relief cover and internal connector of the valve manifold were broken. The subject neopuff was more than 12 years old at the time of the complaint. Conclusion: we are unable to determine the possible root cause of the damages noted, particularly to the internal connector of the valve manifold, as there is no external damage observed to the fascia and valve system of the returned neopuff. The neopuff is a portable, reusable device that can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged the manometer and valve system should be performance tested. A replacement fascia and valve assembly components have since been supplied to the hospital. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4).the complaint (B)(4) neopuff infant resuscitator is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A hospital in the (B)(4) reported that a (B)(4) neopuff infant resuscitator had a broken gas outlet. No patient consequence was reported.